Manufacturer narrative:
A sample is in transit to manufacturer site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history record (DHR) shows the product was released per specifications. The used returned sample was visually inspected. The customer returned an extra aiv manifold with the sample. Both returned auto infusion manifolds (aivs) were tested. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. Both samples passed were found to be conforming. A system console was then used to test the sample. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. However, during fluid/air exchange (f/ax) mode, only fluid (instead of air) flowed through the infusion line. The cassette was ejected and upon further inspection the ID tab on the back of the cassette was noted to be broken off. It is possible this damage caused or contributed to the customer's experience. The console will recognize the damaged cassette as another type of cassette which can alter the algorithm sequence of the device, in this case, the aiv manifold air/fluid flow. The customer should be reminded that the dfu states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. The customer's event was able to be replicated. The root cause of the customer's complaint is likely related to the broken ID tab found on the back of the cassette. While the issue is likely related to an error during manufacturing, with the information available, the exact root cause could not be determined as to when and where the broken ID tab occurred.

Event description:
A nurse reported that there was no pressure when changing from fluid to air (fluid air exchanged or fax mode) during a vitrectomy surgery. It was possible to work with the fluid. Fax level was set to 35 mmhg. The cassette was changed and the issue was solved. There was no patient harm.